Event description:
During the breast mastectomy procedure (right side), the surgical technician, [redacted], noticed that the insulation cover for the protected surgical pencil tip was missing. The surgical technician speculated that the insulation cover was removed during the procedure when the attending surgeon was cleaning the surgical pencil tip with a sponge. It was determined that this tip should have never come off and was not removed intentionally by anyone.